Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose of 750 mg/dl on (B)(6) 2017. The customer treated with two manual injections totaling ninety units of insulin. The customer reported being advised to call and troubleshoot the insulin pump due to the hospitalization. The blood glucose value at the time of admission over 350 mg/dl. The customer was treated for the high blood glucose level with fluids, lantis and humalog. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting and found the infusion set cannula shorter and kinked at the end. The customer's blood glucose level was 270 mg/dl at the time of call. The insulin pump will not be returned for analysis.